Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("felt getting worse of nickel allergy"), fallopian tube disorder ("oviducts calcified"), fallopian tube enlargement ("right oviduct abnormal thick") and back pain ("so much pain in back she could barely come out of bed in the morning") in a (B)(4) female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and multigravida. Concurrent conditions included nickel sensitivity. On an unknown date, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required) with eye pruritus and rash, fallopian tube disorder (seriousness criteria medically significant and clinically significant/intervention required), fallopian tube enlargement (seriousness criteria medically significant and clinically significant/intervention required), back pain (seriousness criterion medically significant), procedural pain ("painful insertion - felt them"), joint stiffness ("stiffness in joints"), tenderness ("every touch was hurting"), menorrhagia ("menstruations became fierce with large clots / sometimes patient was menstruating 2 weeks"), coccydynia ("pain in tailbone"), arthropathy ("would often collapse through her hip"), hypertension ("high blood pressure"), alopecia ("hair loss"), disturbance in attention ("concentrating was difficult"), palpitations ("palpitations"), feeling abnormal ("hunted feeling"), abdominal distension ("bloated abdomen"), pollakiuria ("had to urinate constantly"), fatigue ("very tired"), anaemia ("anemia"), gait disturbance ("walking was too difficult") and device difficult to use ("the insertion of the coils did not go easy"). The patient was treated with surgery (essure and oviducts removal), surgery (essure and oviducts removal) and surgery (essure and oviducts removal). Essure was withdrawn. At the time of the report, the allergy to metals, back pain, procedural pain, joint stiffness, tenderness, menorrhagia, coccydynia, arthropathy, hypertension, alopecia, disturbance in attention, palpitations, feeling abnormal, abdominal distension, pollakiuria, fatigue, anaemia and gait disturbance had resolved and the fallopian tube disorder, fallopian tube enlargement and device difficult to use outcome was unknown. The reporter considered allergy to metals, fallopian tube disorder, fallopian tube enlargement, back pain, procedural pain, joint stiffness, tenderness, menorrhagia, coccydynia, arthropathy, hypertension, alopecia, disturbance in attention, palpitations, feeling abnormal, abdominal distension, pollakiuria, fatigue, anaemia, gait disturbance and device difficult to use to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: pathology test result was appeared tubes were calcified. Continuation pathology test - the right oviduct was abnormal thick. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-jan-2017 for the following meddra preferred terms: : allergy to metals. The analysis in the global safety database revealed 204 cases. : fallopian tube disorder. The analysis in the global safety database revealed 16 cases. : fallopian tube enlargement. The analysis in the global safety database revealed 10 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number: (B)(6). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: ptc investigation result. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and felt getting worse of nickel allergy, experienced so much pain in back she could barely come out of bed in the morning, oviducts calcified and right oviduct abnormal thick. She had essure and oviducts removed. Only nickel allergy and back pain are considered an anticipated event according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In addition, back pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. As essure has a local action at fallopian tubes, a causal relationship with the other events, a causal relationship with essure cannot be also excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Follow-up information is not possible.